Event description:
Marker paint was dry and not working as it's suppose to. The package was not faulty, no break in sterility. Saline was added to paint to help make the product functional. Manufacturer response for sterile ink kit, marginmarker (per site reporter). Vendor filed a formal complaint and assigned a RMA/case number. They requested some product from the same lot to be returned for investigation.